Event description:
Short description: the plastic is defective on both the plunger and the syringe. Holes and cracks. When did the incident occur? During use.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation- barrel / flange damaged: three photos and two physical samples were provided to our quality team for investigation. Through visual inspection, both barrels are observed to have holes and the plunger of both syringes is damaged. Upon further evaluation, both the barrel and plungers have markings consistent with the cutters within the packaging machine. A device history review was performed for the reported lot 2311006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Three retained samples of the same lot were used for additional evaluation. All product was inspected and no damage was observed on any of the products. Based on the damage observed on the samples provided, it was determined this incident occurred during the packaging process as a result of either a jam within the line or improper alignment of the transversal cutters, cutting in the incorrect location and causing damage to the barrel and plunger rods. Manufacturing personnel have been made aware of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.